Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection it was noted that the proximal conductor of the lead was distorted. Upon visual inspection it was noted that the outer insulation of the lead was breached. Upon visual inspection it was noted that the lead was damaged during the implant process. Evaluation summary (B) (4) (B) (4) full lead

Event description:
It was reported that during the implant procedure the lead was unable to be secured after several attempts, at implant. The physician thought the helix might not have been deploying properly. The device/lead was not implanted. No patient complications have been reported as a result of this event. It was reported the lead was unable to be secured after several attempts, at implant. The physician thought the helix might not have been deploying properly. Edit 21-apr-2010 it was reported that during the implant procedure the lead was unable to be secured after several attempts, at implant. The physician thought the helix might not have been deploying properly. The device/lead was not implanted. No patient complications have been reported as a result of this event.